Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. Customer's blood glucose reading at the time the paramedics arrived was 20 mg/dl. Caller stated that the customer passed out due to low blood glucose. He called paramedics and they took customer to hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.